Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred when the cartridge had 0 units and the customer had to revert to manual injections. Reportedly, the user's blood glucose (bg) level was 352 mg/dl. The user addressed bg level with a manual injection. Tandem's technical support confirmed in the pump history that a low insulin alert occurred prior to the alarm.